Event description:
It was reported that the biomed had an arctic sun device that they just replaced the circulation pump on but it was failing for an error 1 (patient line open) actual value was 2980 ml, they had check the bypass flow and it was 0.0, inlet pressure (ip) was -7.0 and circulation pump command (cpc) was dropping from 100 down to 45 before stop, they had to set the bypass to 1.8 lpm and that corrected the issue. Per ttm report received on 24jan2025, biomed getting error codes 100 (unable to initiate user diagnostic mode) & 01(pre-warm bypass flow error). Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to the bypass screw needing to be adjusted. Per follow up information received via task on 11mar2025, per review of smx, three work orders have been opened for this device while in repair status with the biomed, (B)(4). Based on events, the biomed returned a call to technical support to note the device failed for error 01 due to a failed circulation pump. A third call was received on 23jan2025 to note the pump was replaced but error 1 persisted. Bypass was set to 1.8 lpm to correct this issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Remove bolts as in step 8.19.2. Remove the clamps as in step 8.19.3. Using phillips head screwdriver, disconnect pressure transducer from the manifold. Disconnect the entire manifold harness. Remove the solenoids and valve stems using flat blade screwdriver. Remove the thermistor. When reinstalling, connect the valve stems first, then the solenoids, then the pressure transducer, then the thermistor. When reinstalling the manifold harness, note that there are labels on the harness identifying the solenoids (fv, bv, vv). If the solenoids are not in the proper position as shown, the device will not work properly. Service: contact customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable. Calibration: see arctic sun¿ temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation or 250 uses, whichever occurs first. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: b, d, e, f, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alert 01 (patient line open). During testing it was determined that the device had a failed circulation pump. They will replace the circulation pump in house, parts and pricing provided. It was reported that the arctic sun device was sent down to biomed because it was over-cooling. During functional testing it was determined that the device showed no signs of issues heating to 40c and cooling to 4c. Flow rate (fr) was 1.8, inlet pressure (ip) was -7.0, they will continue preventive maintenance and will call back if they encounter any issues. It was reported that the biomed had an arctic sun device that they just replaced the circulation pump on but it was failing for an error 1 actual value was 2980 ml, they had check the bypass flow and it was 0.0, inlet pressure (ip) was -7.0 and circulation pump command (cpc) was dropping from 100 down to 45 before stop, they had to set the bypass to 1.8 lpm and that corrected the issue. Per ttm report received on 24jan2025, biomed getting error codes 100 (unable to initiate user diagnostic mode) & 01(pre-warm bypass flow error). Per follow up information received via task on 11mar2025, per review of smx, three work orders have been opened for this device while in repair status with the biomed, (B)(4). Based on events, the biomed returned a call to technical support to note the device failed for error 01 due to a failed circulation pump. A third call was received on 23jan2025 to note the pump was replaced but error 1 persisted. Bypass was set to 1.8 lpm to correct this issue.